Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient had undergone radiation for breast cancer. Following radiation all measurements were normal except for the rv impedance. The lead was surgically abandoned and a new lead implanted. There were no additional adverse patient effects reported.